Manufacturer narrative:
H4: the lot was manufactured between january 24, 2024 and january 25, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused antibiotics during infusion. The pump underinfused piperacillin/tazobactam 18g in sodium chloride solution as it was observed that over 10% of the dose remained in the device at the time the pump was removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.